Manufacturer narrative:
UDI #: not available since model and serial not provided. Patient gender and age is unknown as it was not provided. Date of event is unknown as it was not provided. Model & serial number not provided. Telephone is unknown as it was not provided. Indicates evaluation summary attached? ''Yes''. The attachment is the literature. Full literature citation: alio jl, soria fa, abbouda a, peña-garcía p. Fifteen years follow-up of photorefractive keratectomy up to 10 d of myopia: outcomes and analysis of the refractive regression. Br j ophthalmol. 2016;100(5):626-632. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on 6/7/2016 and the information included in this report was collected from a retrospective review of patients. Not available since system ID was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
From literature. The study included 33 eyes of 33 patients aged 46.79¡à7.04 years (range 40-57) operated with the visx 20/20 excimer laser with optical zones of 6 mm. No mitomycin c was used in any of these cases. The minimum follow-up was 15 years. The main outcome measures were: uncorrected and corrected distance visual acuity, manifest refraction and corneal topography. Linear regression models were developed from the observed refractive changes over time. Safety and efficacy indexes at 15 years were 1.18 and 0.83, respectively. No statistically significant differences were detected for any keratometric variable during the follow-up (p¡ý0.1 03). 15 years after the surgery 54.55% of the eyes were within ¡à 1.00 d of spherical equivalent and 84.85% within ¡à2.00 d. The uncorrected distance visual acuity at 15 years was 20/25 or better in 60.6% of the eyes and 20/40 or better in 72. 73% of the eyes. The correlation between the attempted and the achieved refractions was r=0.948 (p<o.oo 1) at 1 year, and r=0.821 (p<o.oo 1) at 15 years. No corneal ectasia was detected in any case during the follow-up. Fifteen years after surgery 54.55% of eyes were within ¡à1.00 diopters and 84.85% within ¡à2.00 diopters.39.39% of eyes were retreated. The most frequent complication after prk was haze. In one case it was mild to moderate and persisted 2 years after surgery. One patient developed endothelial pigment dispersion without affecting visual acuity. One patient developed sterile peripheral stromal infiltrates but spontaneously resolved.